Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device sought medical treatment due to an annunciating device. During the in office interrogation, a red screen was noted to indicate that the battery had reached the replacement indicator. The patient was hospitalized and the unit successfully explanted and replaced and is expected to be returned for a longevity assessment. It was further stated that at the previous follow-up, of unknown date, the battery illustrated a 60 percent remaining life.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this device sought medical treatment due to an annunciating device. During the in office interrogation, a red screen was noted to indicate that the battery had reached the replacement indicator. The patient was hospitalized and the unit successfully explanted and replaced and is expected to be returned for a longevity assessment. It was further stated that at the previous follow-up, of unknown date, the battery illustrated a 60 percent remaining life.